Event description:
It was reported the patients ipg was not communicating following an unrelated surgery. Troubleshooting was able to resolve this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Correction b5: information has been corrected to reflect that the patient''s ipg is inoperable and is not working as previously stated.

Event description:
Additional information received reports that patient's ipg is inoperable and surgical intervention is pending to address this issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 in which the ipg was explanted and replaced.